Event description:
Facility reported that treatment was initiated without incident. At 8:00am pt c/o severe lower back pain and sob. Treatment was stopped without rinseback. The pt was put on o2 at 21/nc. The pt's back pain resolved but still has some sob. At 8:40am treatment was resumed and the pt c/o severe back pain followed by sob. Treatment was stopped again without rinseback. Per the md's order the pt was sent home and left the unit at 9:50am feeling ok. This was a 1st use dry pack dialyzer. The facility discarded the sample.